Manufacturer narrative:
This is the second complaint for the finish goods lot and the second complaint reported for this issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection could not be conducted. The is a known issue reported by the same customer. To investigate the issue, the same component from a different supplier lot was taken for evaluation. In its normally packaged condition, the gauze showed visible cotton fibers on the edge of each piece of gauze, which is expected due to the nature of the gauze material. In order to address events such as the reported incident, the content label for this product should currently state: "due to the nature of the materials, fibers may be present. Precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye¿. When the manufacturing facility receives a sample for these complaints, a more in-depth investigation can be performed to narrow down the root cause. Although the same kind of unused component was analyzed and confirmed to have fibers present, the definite root cause of this complaint cannot be established as a sample was not received. Potential root causes include customer dissatisfaction of the gauze quality and an error made during the supplier's manufacturing process. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and nothing abnormal was detected in the observed gauze at this time. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lint was observed in the anterior chamber of a patients right eye postoperatively. The staff indicated that the most probable cause was the gauze. A secondary procedure was performed to remove the lint. The outcome of the event was reported as resolved with treatment.